Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer. Customer declined to provide information regarding alternate insulin therapy.